Event description:
It was reported that the right ventricular (rv) lead was repositioned due to dislodgement. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the more care clinical study.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).